Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/09/2020. H11. Corrected data: d1. Brand name. D4. Catalog. D4. Unique identifier (UDI). D4. Lot. Device evaluation summary: the analysis results confirmed that two ecr60b cartridges were received sterile with no apparent damage. The event could not be confirmed as the device/box (tx60g) was not returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what is meant by "2 boxes of tx60gu was ordered uniquely packed."? Were these two boxes unpacked and repacked by a local distributor? Or did these two boxes arrive labeled incorrectly from a j&j facility? Response: the 2 boxes were repacked in edc (j&j facility).

Event description:
It was reported the a box of tx60gu was ordered uniquely packed. When the devices arrived the customer noticed that the boxes contain ecr60b instead of the requested tx60gu (as it is shown on the label). Without opening the boxes they returned from the customer.